Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their transmitter didn¿t blink and that when they removed their sensor, it broke. Their blood glucose was unknown. The sensor is not returning for analysis.